Event description:
A trilogy evo ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ¿flow verification test¿ failure during final testing was observed. The device's flow sensor was replaced to address the issue.